Event description:
The patient contacted animas on (B)(6) 2011 to report high blood glucose (bg) readings. The patient claimed his bg was "high" (over 600 mg/dl) on (B)(6) 2011 and on the morning of (B)(6) 2011 it was "321 mg/dl". The patient reported administering a bolus of 13 units in response to high bg. There was no mentions of symptoms and the patient confirmed he did not check for ketones. The patient reported that the elevated bg readings began on (B)(6) 2011. At the time of troubleshooting, the patient stated he changed out set and site on (B)(6) 2011; however, when prime history in pump reviewed there was no record of prime and fill cannula with a date of (B)(6) 2011. Instead pump shoes last fill cannula and prime was on (B)(6) 2011. During review of pump history there were no associated alarms. Customer support noted that all bolus and basal deliveries were accounted for. The patient denied seeing any bubbles in cartridge or tubing. In addition, patient confirmed site appeared in good condition. The patient mentioned that the site fell out 3 days prior to contacting animas and at that time noticed that the cannula was bent. This complaint is being reported because the patient obtained a blood glucose reading over 500 mg/dl while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
(B)(4) ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: there was no pump data from the time of the event due to continued patient use. A review of the total daily dose history for the available date range showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.